Manufacturer narrative:
Report was initially submitted on july 11, 2017 but no acknowledgment was received. Advised by FDA on august 08, 2017 to resubmit medwatch. Report was then re-submitted on august 08, 2017 but no third acknowledgment was received. Advised by FDA on august 14, 2017 to resubmit medwatch. Report was then resubmitted on august 14, 2017 but no third acknowledgment was received. Advised by FDA on august 28, 2017 to resubmit medwatch. Report was then resubmitted on august 28, 2017 but no third acknowledgment was received. Advised by FDA on august 29, 2017 to resubmit medwatch. Lot, expiration date, UDI: (B)(4). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: september 05, 2016. Expiration date: may 01, 2019. No non-conformance reports were generated during production. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender and approximate age received. Patient age reported as 70+ years describe event or problem: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cement of the traumacem v+ cement kit, 10 ml had become solid, most likely because of heating problem during the transport. It seems that there was no temperature indicator present in the transport box. The issue was detected during surgery. The procedure was prolonged about five to ten (5-10) minutes. No information available about patient condition and outcome. It was noted the problem came from the cement itself. Nothing has been changed during the surgery and nothing occurred to the patient. The proximal femoral nail antirotation (pfna) was implanted correctly. The problem has occurred because of last minute shipping during a sunny day with high temperature.

Manufacturer narrative:
Patient information is unknown. (B)(4) expiration unknown(10)lot unknown. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cement of the traumacem v+ cement kit, 10 ml had become solid, most likely because of heating problem during the transport. It seems that there was no temperature indicator present in the transport box. The issue was detected during surgery. The procedure was prolonged about five to ten (5-10) minutes. No information available about patient condition and outcome. Concomitant reported parts: traumacem v+ syringe kit (part 03.702.150s, quantity 1); trauma needle kit (part 03.702.120s, quantity 1). This is report 1 of 1 for (B)(4).